Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ pump module administration set leaked. The following information was provided by the initial reporter: "part number 2477-0007 a blood set leaking".

Event description:
It was reported that bd alaris¿ pump module administration set leaked. The following information was provided by the initial reporter: "part number 2477-0007 a blood set leaking".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/26/2022. H.6. Investigation: one sample was received for quality investigation. The customer complaint of leakage could not be verified by inspection. Visual examination of the infusion set was conducted and there were no visible indications of damage on the infusion set. The sample was then primed and installed into an alaris pump. The pump was set to pumping rate of 200 ml/hr using water , and a simulated infusion was conducted. There were no indications of air-in-line, occlusion or leakage. The pumping rate was then increased to 300 ml/hr and the infusion set was monitored for leakage during a simulated infusion. There was no leakage noticed from the tubing or components of the infusion set. The infusion rate was then increased again to 400 ml/hr and a simulated infusion conducted. Again, there were no issues found during the infusion. A device history record review could not be performed because the lot number is unknown. A root cause could not be determined because the reported failure could not be replicated on the submitted sample.